Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv identified via device log review was determined to be insufficient drain, use error, tidal ultrafiltration (uf) removal set too low. Device met specifications relative to iipv in the logs. A label review was performed and found to be sufficient. Additional information was obtained by baxter from the nurse. Per the patient's nurse, the excessive drain volume was related to post-surgical intra-abdominal bleeding and not device overfill. The patient now has full kidney function and is no longer receiving dialysis. All clinical and device data has been reviewed in detail. There is no serious injury or intervention to prevent such reported in this event that is causally related to a baxter device. This does not represent a device failure mode, malfunction and/or use error that could cause or contribute to a death or serious injury were it to recur.

Event description:
During evaluation of the homechoice (hc) machine, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 13:47 with drain volume of 749 milliliters (ml) during initial drain. The largest prescribed fill volume (lpfv) was 400 ml. This meets the criteria for iipv. No patient injury or medical intervention was reported.